Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a possible fluid leak inside the cycler door. It was noted when the patient removed the cassette it was wet on the outside. The patient wad advised to discontinue the use of that cycler and a new replacement cycler was requested. The patient was advised to contact the pd nurse regarding this incident. Upon follow up, the patient's wife confirmed the patient noticed the presence of fluid inside the cycler door at the end of the treatment was completed. The patient did not experience any adverse events as a result of the incidents.